Event description:
Healthcare professional reported injecting a pt with unspecified juvederm voluma in the nose tip and bridge. Three days later the pt developed "necrosis of the skin." Pt was treated with hylase, "steroid," and hyperbaric treatment. Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.